Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose at time of incident was 135 mg/dl. The customer stated the type of fluid/moisture exposure is insulin. Customer reported that there is fluid under the lcd display. Customer stated that there is no damage on the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer was unable to get the screen come back on even though the backlight on the pump was working and turning on.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. No smell or moisture damage inside reservoir compartment, on keypad traces, under lcd window, on electronic assembly or motor noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.